Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0gn8u, implanted: (B)(6) 2015, product type lead; product ID neu_pt m_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
The consumer reported a return of symptoms and no stimulation sensation despite therapy being on. It was alleged that radiation therapy was related to the issue in (B)(6) 2015 as the patient was visiting someone in the hospital. During the call, the patient increased their settings and was going to monitor symptoms. Outcome remains unknown. Indication for use included gastrointestinal/pelvic floor.